Event description:
While performing bench service for the device, a philips bench technician discovered that the pins on the battery pca were broken. There is no patient involvement. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pins 1 and 7 were bent, and pin 4 was permanently compressed and bent. J2 pins 1, 3, 4, and 6 were bent and permanently compressed, while pins 7 and 8 were bent and touching each other, making an electrical short circuit. This would not have been a problem since the two pins (7 and 8) are in a series with each other.

Event description:
While performing bench service for the device, a philips bench technician discovered that the pins on the battery pca were broken. There is no patient involvement.